Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy, resulting in insufficient seizure control. To address this, the patient underwent a revision procedure in which the existing device was explanted and replaced. The original device was discarded and substituted with a new one.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy, resulting in insufficient seizure control. To address this, the patient underwent a revision procedure in which the existing device was explanted and replaced. The original device was discarded and substituted with a new one. Additional information was received that the patient was doing well postoperatively.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate therapy, resulting in insufficient seizure control. To address this, the patient underwent a revision procedure in which the existing device was explanted and replaced. The original device was discarded and substituted with a new one. Additional information was received that the patient was doing well postoperatively.